Manufacturer narrative:
Device passed the displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low beep anomaly. Customer stated they did not hear beeps when audio volume settings were saved. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.